Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed high pacing impedance, failure to capture, and extra cardiac stimulation on the left ventricular (lv) lead. On (B)(6) 2024, the physician elected to cap and replace the lv lead. The patient was in stable condition.